Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleging lung disease. The reported event of alleging lung disease and its reported severity was reviewed by the manufacture¿s clinical expert. This event is assessed as serious injury. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete. Section(s) b1, b2, has changed related to the complaint changing from the reported product problem to adverse event. Section h1 has changed to reflect a serious injury. Section h6 health effect- impact code has been updated.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The manufacturer received information alleging lung disease. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.